Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the atrial lead impedance was reported to be >2000 ohms. The lead was damaged in 1988 at implant, but the patient did not require atrial support. The lead was replaced at the time of pulse generator replacement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative